Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialis (fcs), during a tavr procedure with a 23mm sapien 3 ultra valve, the edward's esheath, delivery system, and valve were prepped according to IFU. All steps leading up to valve deployment went as planned. After valve was deployed and implanted as planned, pull back on the atrion filled with blood and the commander delivery system (ds) balloon was identified as possibly being ruptured. It is believed the rupture occured during valve expansion after thv was fully expanded. All flex was removed from system, and attempted to pull delivery system back into esheath, but resistance was felt when distal 3 markers on ds were at distal end of sheath and delivery system would not reenter esheath. Implanting physicians were asked to stop and evaluate next steps and discussed that the balloon is at risk of having a transverse tear and that the delivery system should not exit without being inside the esheath. Esheath was then removed from patient by implanting physicians (with delivery system distal end inside of patient right external iliac). Peripheral balloon was inserted through contralateral side and used to occlude common iliac to preform surgical cutdown. Esheath and delivery system were removed via cutdown. The perceived root cause of the balloon rupture was sjt calcium.